Event description:
Reporter indicated the patient's increased seizures were possibly due to vns battery depletion and disease process. The level of the seizure increase was not known. The patient's tonic and myoclonic seizures increased, and she also had atypical absence seizures. Nothing precipitated the seizure increase. Attempts for return of the explanted generator have been unsuccessful to date.

Event description:
Generator analysis was approved on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator was returned at 2.278 v. Data revealed that 100.075% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Reporter indicated via clinic notes received that a patient experienced an increase in seizures and more frequent seizures that did not respond to medication. The seizures had also changed in character, but was not specified. The patient did not have any precipitating factors. It was suspected the vns generator may not be providing the intended current as the generator was nearing end of service, and the eos flag indicated ifi = yes. However, vns diagnostics were noted to be within normal limits, and the intended parameters were delivered. The patient had vns generator replacement surgery performed on (B)(6) 2013. Attempts for additional information and return of the vns generator are in progress.

Event description:
The explanted generator was received on (B)(6) 2013 and is pending product analysis.